Manufacturer narrative:
Patient weight was unknown and not provided. Health effect - clinical code: multiple organ dysfunction syndrome e2342. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multiorgan failure. The death was not device or therapy related. The pump was not explanted. The customer reported that no additional information could be provided.

Manufacturer narrative:
H6: health effect - clinical code: multiple organ dysfunction syndrome e2342. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the patient outcome was not device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.